Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed kinks at 25cm, 29.5cm and 72cm from the strain relief. Microscopic examination presented partial separation in the collar of the device. Microscopic examination presented damage to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06488. Reportable based on analysis completed on 20 august 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous mid to distal left anterior descending (lad) artery. A 20 x 3.50mm promus premier&#10244;rug eluting stent was advanced to the target lesion using a 145, 5-in-6 guidezilla guide extension catheter; however, both devices were unable to cross the lesion. The procedure was completed with a different device and no patient complications were reported. The patient's status was good. However, returned device analysis revealed shaft break.